Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient's husband reported that it had been 4-6 months since she last charged her implantable neurostimulator (ins). A suspected overdischarge was reported. Troubleshooting was scheduled for thursday, (B)(6) at 1pm. Both antenna locator and physician mode recharge will be used at the appointment. Upon follow-up, a physician mode recharge was performed and the power on reset was successfully reset. An error code of 0x2608 was reported. Upon interrogation, the 8840 stated that the battery had been completely discharged, battery capacity had decreased, and neurostimulator life has been shortened. The ins was reprogrammed and patient was able to charge normally with eight black bars. If additional information becomes available, a follow-up report will be submitted.